Manufacturer narrative:
The reported lot # [9148953] was not found for the reported catalog # [365900]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® k2e plus blood collection tube shield was found "dirty" before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the shield was dirty."

Manufacturer narrative:
Correction: the catalog and lot numbers have been provided. The following fields have been updated: b.5. Describe event or problem: it was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube shield was found "dirty" before use. The following information was provided by the initial reporter, translated from japanese to english: "the shield was dirty." D.1. Medical device brand name: bd vacutainer® sst¿ ii advance plus blood collection tubes d.2. Medical device type: jka. D.2. Medical device catalog#: 368972. D.2. Medical device lot#: 9148953. D.4. Medical device expiration date: 2020-11-30. D.5. Unique identifier (UDI) #: (B)(4). G.5. PMA / 510(k)#: bk050036. H.4. Device manufacture date: 2019-05-28.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube shield was found "dirty" before use. The following information was provided by the initial reporter, translated from japanese to english: "the shield was dirty."

Event description:
It was reported that the bd vacutainer® k2e plus blood collection tube shield was found "dirty" before use. The following information was provided by the initial reporter, translated from japanese to english: "the shield was dirty."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.